Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the OEM pcb, and replaced it to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed OEM pcba and determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c18.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.